Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer stated that the blood glucose was in range of 20 mg/dl to 600 mg/dl. The customer stated that there were no alarms. The customer performed self test and the insulin pump passed. The insulin pump will not be returned for analysis.